Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem of loss of infusion. The company representative lubricated and cleared the jammed tray arm. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason steps could not be taken to replicate or confirm the reported event. The system's event log was downloaded for review. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported losing infusion, twice, during a procedure. The cassette was exchanged and the system was rebooted to complete the case following a 15 to 20 minute delay. There was no harm to the pt. Subsequently, it was noted upon shutdown of the console, a system message displayed and the arm locked.